Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not registering touches and would black out, intermittently. Reportedly, the customers blood glucose (bg) was over 500 mg/dl with high ketones. Customers health care provider advised the customer to administer a correction bolus to address the high bg. Reportedly, troubleshooting with tandem technical support was performed and the pump was reset. Customer continued to use the pump for insulin therapy.